Manufacturer narrative:
A review of the provided instrument files found the system to be working as intended. The po2 sensor did not record any systemic or sensor related errors during or around the time of the escalated patient sample. As a troubleshooting exercise after the noted discrepancy in po2 result, several full point calibrations were run and the calibration history was checked on the day of the event. The po2 sensor was found to be calibrating as normal. Precision test was performed 10 times per each aqc level and found the po2 results were found to be precise. For the escalated patient sample, the sensor raw response was found to be typical. The discrepant result was found to be sampled nearly 6 hours before the repeat sample was run on the same measurement cartridge. A review of the other blood parameters found that the hemoglobin results were significantly different for the two samples being compared. The samples being compared cannot be confirmed to be equivalent. This investigation could not find any evidence to verify the alleged discrepancy in po2 results. The rp500e instrument is performing as intended and is currently operational.

Event description:
The customer reported that they received a discrepant po2 result compared previous testing on the same instrument and retesting of a different sample on their laboratory analyzer. There is no report of injury due to this event.